Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states chair slows down and speeds up. He states the voltage does not waiver when checked with a multimeter. MDR filed.